Event description:
It was reported a non-sustained lead noise alert was observed via a merlin.net transmission. The alert was caused by a sensing latency on the far field channel. Programming changes were recommended.